Manufacturer narrative:
The t:slim user guide indicates that it is important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. Also, always ensure that the am/pm setting is accurate. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had the time and date improperly set on the pump. The customer's blood glucose level was over 300 mg/dl. Tandem technical support assisted the customer with setting the correct time and date.